Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the same cartridge, as guided by technical support, and was able to successfully resume insulin delivery after cleaning the pneumatic tap area on the pump.